Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05892, and manufacturer report # 3005099803-2012-05893 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the first resolution clip (mr # 3005099803-2012-05892) locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient and a second resolution clip was used. The second resolution clip (mr # 3005099803-2012-05893) locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient. The physician completed the procedure with bipolar electrocoagulation and epinephrine injection, which resolved the target bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05892, and manufacturer report # 3005099803-2012-05893 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the first resolution clip (mr # 3005099803-2012-05892) locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient and a second resolution clip was used. The second resolution clip (mr # 3005099803-2012-05893) locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient. The physician completed the procedure with bipolar electrocoagulation and epinephrine injection, which resolved the target bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The account returned three resolution clip devices in a biohazard plastic bag. The three devices were received unmarked which made complaint/device identification and classification impossible. The three devices were marked a, b, and c for evaluation purposes. Device a: a visual examination found that the device returned half deployed. The clip assembly was not received for analysis. The yoke, which remained attached to the control wire, was able to be actuated and deployed. Device b: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device c: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. The reported event that the clip assembly failed to release from the delivery catheter was not able to be verified based on the condition of all three resolution clip devices. The evaluation revealed that all three devices were received either partially or fully deployed and without the clip assembly. Since the exact cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.